Manufacturer narrative:
At this time, the device has not been returned. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high left ventricular (lv) impedance measurements of greater than 2000 ohms and loss of capture. A surgical revision was performed and the device was explanted due to having one year remaining. The patient's lv lead was not tested during the revision, but a lead fracture was alleged. No additional adverse patient effects were reported.